Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with transient light sensitivity syndrome (tlss) and manifest refraction showing over response and no change in the last visits. This is affecting right eye. The patient had complained that it causes eyestrain but has temporary glasses until a final decision is done. There was no loss of best corrected visual acuity (bcva) reported. On (B)(6) 2014 account reported patient had follow up visits. The first one on (B)(6) 2013 and during this visit she was instructed to use lotemax and continue using restasis, she was also told to start taking vitamin c as therapy for the tlss. During her second visit on (B)(6) 2014 the doctor recommended brimonidine and she declined. It was also reported that the patient confirmed she used both drops (lotemax and restasis) and the tlss has not completely resolved.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. During a follow up with the clinic it was found that patient has not have additional surgical intervention. All pertinent information available to abbott medical optics has been submitted.